Event description:
It was reported that the right atrial lead had been turned off for an unknown amount of years due to the patient experiencing muscle stimulation. The lead was capped and not replaced during an unrelated procedure.

Manufacturer narrative:
(B)(4).